Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with her insulin pump. The customer then mentioned that the paramedics were called today due to low blood glucose levels. The customer also stated that she has been in the hosp lately. The customer could not provide further info, and ended the call. Attempted to call the customer back, but there was no answer. Nothing further was reported.